Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and replaced a tip clamp, and cleaned all tip clamps, plunger clamps, compression springs and sleeves in the problem area of the pipetter assembly. The instrument was inspected, tested without further problem, and returned to service.